Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with topical and IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2022 to be treated for skin irritation.